Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that there was not a reference electrocardiogram stored. Subsequently, patient was interrogated in clinic and reference electrocardiogram was stored. It was determined that the inappropriate shock was due to t-wave oversensing. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.